Event description:
It was reported that a pump was implanted at the beginning of december replacing a pump with a battery that was ¿going dead¿. Shortly after the pump replacement, there was a reported leak possibly at the luer lock or at the connection site from the pump to the tubing, which was repaired surgically on (B)(6). Afterwards, the patient thought the pump ¿wasn't working¿. The patient went back in approximately two weeks later to have the stitches taken out and was informed that the pump had been ¿turned down¿ from approximately 7.5 mg a day at 30 mg concentration to approximately 3 mg. The patient felt this was why he was having ¿all the issues¿. The pump was then ¿turned back up¿, and the patient had been ¿going back like every week to have it increased¿. The patient had a pump refill on the date of report and requested a printout ¿of the pump from the machine, the reader¿ but was not provided one. The patient was informed that they had a printer malfunction. The patient had some questions about the concentration, dosing and when the low-level alarm was going off. It was reported that the wrong concentration had been ordered, but ¿they went ahead and still put that, the lower concentration in¿ and used ¿some formula for trying to figure out the pain dosing¿. It was also reported that the patient had been on the same dosage for the ¿last at least three years¿. The patient was distressed. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).